Manufacturer narrative:
The seal of the event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of fragmentation of the septum, an internal rubber component of the seal. The shield, a plastic component of the seal, was not damaged, but had a plastic fragment attached to the top of the component. Both the rubber components of the seal, the septum and the duckbill, were torn. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the plastic fragment on the shield, which likely occurred during the assembly process of the seal. The plastic fragment likely caused the initial tear in the septum, which propagated when instruments were exchanged through the seal. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information was received via email from distributor on monday 21aug2017 at 6:30 pm: "the yellow item according to the client is from the reusable grasper. The instruments used on the case are an 11mm trocar, telescope, specimen pouch - inzii retrieval system; 5 mm port, grasper (reusable), and [energy device]."

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: "object broken during surgeon using this disposable 11 mm trocar when putting specimen bag to taken out the specimen." "According to user, the rubber seal detached and fell off from the housing into abdominal cavity when the surgeon inserted specimen bag through the trocar. Ot department filed this non-conformance document. They also require us to reply them with a proper report unfortunately they do not keep the batch no and they do not have the full piece. We only manage to get the seal with us. The picture showing the condition of the separation of rubber seal from housing is also attached" "doubleduck-bill seal detached and fell into peritoneal cavity, during the insertion of 10 mm inzii retrieval system specimen bag through the trocar." Additional information received on via email on july 25, 2017 at 8:16 pm: "as stated earlier and also mentioned in the cer, ot staff didn't jot down the lot number of the defective trocar, nor keeping the packaging. I could only track the stock in ot and found that there were two batch numbers." The lot number can either be #1273930 or #1282952. Type of intervention: unknown. Patient status: no serious consequence being reported so far.